Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10. Additional information - e1(event site state - sg, event site postal code - 169609). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced safety disk drive and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
The failure analysis and testing dept. Received with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed on this part. Retaining the part in the failure analysis and testing department." The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.